Manufacturer narrative:
H3, h6: the navio surgical system us, pn: npfs02000, sn: (B)(6) intended for use in treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The product was not returned however the software files were downloaded from the device and provided for investigation. The screenshots confirmed significant femur overcut. However, the log files show software version rc-7001 was used, which is an unreleased software version. This unreleased software has a ¿not for human use¿ banner across the splash screen prior to starting a case. An issue with this unreleased software version is the most likely contributing factor for the overcut. Per the navio user¿s manual: ¿use of equipment not specifically designated in this manual as compatible with the navio surgical system may result in the system not functioning properly, leading to patient or user injury.¿ this situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a navio sawbone lab, during the cut stage, the system was allowing the burr to cut past the target cut zone. The checkpoints were verified and nothing had moved any instance. The burr, handpiece, drill and guard were all swapped out with no success. Cutting was performed in both exposure and speed modes, which their respective guards. Both on the physical sawbone and on the model on the navio screen, it is showing too much bone being cut. Additionally, it was observed that during exposure mode, when the system said that the burr was all the way retracted into the guard, it was possible to see a little bit of the burr peaking out. No case involved; therefore, there was no patient involvement.